Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she was in the hospital for a double mastectomy. Customer stated that she was advised to change her carb ratio from 8.0 to 6.4 and to increase it by 20%. Customer's blood glucose is 284 mg/dl. Customer stated that she had a failed battery test alarm. Troubleshooting was performed and customer stated that the pump did alarm failed battery test when a new battery was inserted. Customer was advised that a replacement battery cap will be shipped. Customer was advised to clear the alarm and monitor the pump.